Event description:
Per customer, an end of the sizer broke off prior to use. No patient injury or medical intervention reported. No further information available.

Manufacturer narrative:
Device not returned.